Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found stripes in the image due to a defective main board. The investigation is ongoing and follow up with the user facility was performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center displayed green bars. The issue was found during preparation before use in a routine diagnostic gastric examination procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. The evaluation found that the allegation of green strips on the image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that ¿there were stripes in the image¿ occurred due to faulty main board. Olympus will continue to monitor field performance for this device.